Manufacturer narrative:
Beckman coulter field service engineer verified the instrument performance by running reproducibility tests in both automated and manual mode. No reproducibility issues were found and the results were all within the specifications. The cause of the event could not be determined.

Event description:
A customer reported to beckman coulter that the coulter® lh 750 hematology analyzer generated erroneous cbc results. The initial results obtained in automated mode were reported out of the laboratory and questioned by the nurse as the results did not match the patient's clinical history. The customer reran the sample in manual mode on the same day and again on the following day, and obtained erratic results. The customer then tested the patient's newly drawn sample in manual mode and obtained results that the customer considered correct. When compared to the correct results, initial results were high in white blood cell, red blood cell, hemoglobin, and hematocrit. There was no report of death, injury, or change to patient treatment in connection to this event.